Event description:
It was reported that the customer went to urgent care at endocrinology clinic due to high blood glucose. Customer's blood glucose reading was 678 mg/dl. Caller stated that the customer's insulin pump was malfunctioning, it was not delivering insulin properly. Caller stated that the infusion set cannula was bent when it was removed at the clinic. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.